Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Sent to ops for keypad problem. (B)(4). Mr. (B)(6) did the actaul analysis. Retrieved device error log: no error log relate to keypad failure in the error log entry. Investigation: as received, the lvp was powered on with no failure observed. Customer reported 'keypad does not work' was confirmed. As received, the lvp was set to perform keypad testing per asm procedure and confirmed report key pad failure. Rework: recommends replacing keypad assembly part number tc10008458. Front case assembly was removed and forwarded to qe for further failure investigation. Disposition: route to service for normal process. (B)(4). This sap notification was reopened to allow service to complete and will remain open until the customer-stated problem is addressed. (B)(4). Customers stated problem of "battery" was not the problem with the lvp, the lvp does not have a battery. The issue was the keypad as stated above by (B)(4). Replaced keypad per investigation.